Manufacturer narrative:
Health impact grid updated.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that there was intermittent failure to recognize paddles. Patient involvement remains unknown however no patient harm reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests and upgraded software for customer. Based on the information available and the testing conducted, the cause of the reported problem was defective external paddles. The reported problem was confirmed the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of external paddles were completed. The investigation identified accessories issue, and replacement has been initiated. If additional information is received the complaint file will be reopened.

Event description:
It was reported the unit is experiencing a paddles problem. No patient involvement reported at this time.